Event description:
It was reported that during a vascular stenting procedure, the deployment mechanism became blocked after the sent was deployed 1 cm. The physician deployed the stent manually, however, during this process, the stent elongated from 170 to 350 mm. There was no reported patient injury.

Manufacturer narrative:
Although this product is not sold in the u.s, this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.